Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery the se performed extended self-testing on the device and all tests passed. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, the battery in a 980 ventilator was not charging and generated and error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). Additional information was received.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.